Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Event description:
It was reported that 2 needles broke during a bankart procedure. The tip of the first one was not retrieved by the surgeon, it was left in patient's shoulder. No clear information regarding second broken tip was provided. It was stated by the reporter that no clinical consequences are expected. The surgery was finished successfully.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The broken needle point condition on both of the needles is consistent with passing the needles through challenging tissue (thick or calcified) or hitting the acromion. The distal end of the nitinol points demonstrated minimal scrape marks, indicating the devices were not fired excessively. The buckled needle strip condition on both of the needles is typically caused by the devices skiving under thick tissue or distorting distally under the jaw. The instrument used in conjunction with these needles can contribute to the observed conditions. The instrument used in the event was not returned or identified. The strip thickness and width dimensions on both of the needles were confirmed to be within specification. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that 2 needles broke during a bankart procedure. The tip of the first one was not retrieved by the surgeon, it was left in patient's shoulder. No clear information regarding second broken tip was provided. It was stated by the reporter that no clinical consequences are expected. The surgery was finished successfully.